Event description:
The system controller has been changed out a total of 5 times because there appears to be a failure of the caution and/or critical audible alarms. The system controllers have been sent back to tci and the co reps notified.